Event description:
Crd_1003 - vantage au1950-80(r793284901, r793282901) it was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient. The sizing of the annular dimensions of the native valve min/max diam 20.4/27.2, area 411.2, perimeter 73.5 with sufficient calcium to allow sealing. Post implant, the patient had a first degree heart block and acute kidney injury. No treatment was provided. The patient is stable

Manufacturer narrative:
An event of paravalvular leak, heart block, and renal failure was reported. Information from the field indicated that the patient had a history of sinus bradycardia, the implant depth was 4mm from the non-coronary cusp, annular calcium was noted to be severe, and the size of the valve appears to be correct based on the provided valve dimensions. No information was received regarding deployment difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that implant depth and/or annular calcium distribution contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.